Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
A patient called to report that he had a cypher stent placed in the mid left anterior descending to the second diagonal vessel. Fifty six months later, an angiogram was performed which showed 100% blockage of the cypher stent. On the following day, two taxus stents placed, one in the mid lad and one in the second diagonal vessel as treatment. On the following day he was placed on 75mg plavix daily, 325mg asa daily, 12.5 mg lopressor twice daily, and 2.5mg lisinopril daily as treatment.